Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that an spectrum pump alarmed system error 341 during therapy in chemotherapy care area. It was reported that therapy was delayed for " a few minutes" however, there was no patient injury. It was also reported that the spectrum pumps were operating in a room with an air mattress bed.